Event description:
The hcp reported that the pt was experiencing an increase in pain and was hearing a "beeping" coming from the pump. The pt was to receive morphine through the pump. Interrogation of the pump revealed that multiple motor stalls and motors stalls recoveries had occurred. Interrogation of the pump reveals a motor stall occurred in 2005. With no motor stall recovery. It is unknown if any troubleshooting of the device was performed. The pt was "symptomatic of withdrawal with sweating and nausea". The pump was explanted and replaced with another pump; the device returned of the MFR for analysis. A follow-up report will be sent when additional info becomes available to co.